Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to pump shutting down as a result of customer not charging pump. Customer delivered a correction bolus via pump to address bg level. Customer was educated on charging pump.